Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, stretched and kinked. The stent and suture thread was not returned. The suture hole of the push catheter was torn. Additionally the push catheter presented some kinks. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the stent and suture thread did not return, the guide catheter was detached, stretched and kinked, the suture hole of the push catheter was found torn, also the push catheter presented some kinks. It is most likely that user manipulation during the preparation of the device and or some technique performed during procedure ended kinking the push catheter, once the push catheter presented those kinks the guide catheter may have experimented difficulties to be pulled out, which may have taken the user to apply an extra force, this extra force may have caused the stretch's and kinks on the guide catheter and as consequence it ended detaching it, after all those conditions the stent couldn't be deployed and the tough movement experienced on the delivery system caused the torn on the suture hole. Therefore, all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an unknown procedure performed on (B)(6) 2021. During the procedure, the guide catheter was stretched until it broke and stent failed to deploy. It was unknown how the procedure was completed. There were no know patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an unknown procedure performed on (B)(6) 2021. During the procedure, the guide catheter was stretched until it broke and stent failed to deploy. It was unknown how the procedure was completed. There were no know patient complications reported as a result of this event.